Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device was implanted into the pediatric patients airway. It was indicated that the outer cannula of the tube was lacerated or tear up and dropped into the patients airway. It was also reported that the staffs were able to retrieve or pick up the tube part and avoid any adverse effect on the patient.